Event description:
The patient was initially treated for an abdominal aortic aneurysm (AAA) with implant of an Ovation iX Stent Graft System on (b)(6)2017. During follow up, approximately nine (9) years post initial procedure, a type 1A endoleak was identified. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Imaging studies were received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.